Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a arthrex employee via email that an ar-1920sf corkscrew suture anchor was successfully implanted in patient during a patellar ligament repair on (B)(6) 2021. Later, patient discovered secretion from incision which was treated with antibiotics. It has also being reported that patient is doing well after antibiotic treatments.